Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary. Correction (g1) - contact office address: dr. (B)(6). No sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Batch record review results: the lot 0f02505 was manufactured on 27/jun/2020, (B)(4) manufacturing line, with a total of (B)(4) market units. Complaint investigator ID (B)(4) performed a batch record review on 28/oct/2021 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1101520 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. On (B)(4) 2021 a complaint search for lot 0f02505 and malfunction was carried out and as a result, no additional complaints were found; therefore, no potential trend was observed. As per complaint manufacturing investigation, it is not required to open a nonconformance report (ncr) for complaints which were not confirmed and no potential trend is identified. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Device 2 of 2. Complainant state/province: (B)(6). Patient country: (B)(6). Contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the starter hole of wafer was off centered. The product was not used by patient. No photo is available at this time.